Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. An attempt to test the device was made but failed. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The reported event of err121 being displayed could not be confirmed. A root cause could not be determined.